Event description:
(B)(4). I had to have my fallopian tubes and essure coils removed. The essure coils caused a random pinching sensation in both my tubes. I also had extreme bloating, weight gain, and unexplained fevers with this device.